Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted electively. There were no allegations against the device at the time of explant.